Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) was intermittently failing the pulse lead hi-pot and therapy electrode recognition tests. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the red (-5v) wire was intermittently open between ECG b and the distribution node (dn). The cause of the intermittent test failure was the open wire. The root cause for the open wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.